Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -5.0/1.0/054 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was removed and replaced due to excessive vault. The problem was resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 12-jan-2023. H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn and residue/debris on the product. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).